Manufacturer narrative:
Correction.

Manufacturer narrative:
Approximate age of device- 2 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 due to elevated lactate dehydrogenase (ldh) despite targeted inr of 3. The patient was treated with dalteparin via IV infusion however their ldh got higher. On (B)(6) 2019, it was decided due to suspect pump thrombosis the patient underwent a pump exchange. After the pump exchange, the pump power increased from 6 watts to 8 watts which indicates the pump power is unstable. Log file submitted for review revealed no unusual events noted and there are no concerns with pump trending at this time. The pump appears to be functioning as intended. The pump and epc will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: evaluation of the device confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 10¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a white deposition was identified loosely seated on the proximal side of the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Although a specific cause for the deposition and a duration of which it was present in the pump cannot be conclusively determined, it could have contributed to the report of elevated ldh, if present during operation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.